Event description:
It was reported that the device broke during a therapeutic cysto-ureteral laser procedure. The physician retrieved the fiber from the patient¿s body using a flexible grasper. The broken device tip was also retrieved which prolonged the procedure by 15 minutes, and the patient required additional anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) further investigation. The device was evaluated by olympus, and the following was observed: a kink was observed in the fiber body near the distal end, which was broken and showed signs of charring or burning. Moreover, in addition to the broken fiber tip, an additional break was observed in the middle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported adverse event was likely due to procedural factors, such as mishandling of the device. The event can be detected/prevented by following the instructions for use (IFU) in section: device handling section: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius (table 2); doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired." Device preparation section: "if any damage is observed such as breaks, kinks or damaged components, do not use the fiber.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. An update has been made to h3. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tip of the subject device broke off and fell inside the patient. It was later reported the broken piece was retrieved from the patient. The procedure was completed and the patient's health was not impacted.